Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed. Three log files correlating to this controller were reviewed, collectively containing data spanning approximately 9 days ((B)(6) 2021 ¿ (B)(6) 2021 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. The pump was observed to have been intentionally stopped on (B)(6)2021 at 14:51. A ¿reset controller¿ flag was observed at 14:54, and an ¿abnormal reset¿ flag became active within the same second. A driveline disconnect flag also became active within this second, and this is when flags indicating damage to both of the controller¿s fuses were observed. A controller fault alarm caused by these damaged fuses became active at 14:55. This alarm remained active throughout the remainder of the data. The returned system controller (serial number (B)(6)) was tested and alarmed with a controller fault upon being connected to power. Both of its fuses were observed to be damaged. The controller was opened, and both fuses were replaced with new components. Controller fault alarms were unable to be further reproduced after these replacements. The controller was then functionally tested and was found to perform as intended. Due to the fuses becoming damaged within the same moment of the driveline disconnect flag in the log files, the root cause of the damage to the system controller appeared to have been the driveline being cut during the reported pump exchange procedure. The heartmate 3 patient handbook addresses all alarm conditions, including controller fault alarms, and what actions to take when they occur. The heartmate 3 instructions for use instructs users that the power from the system controller and then the inline connection should be disconnected first before cutting the pump cable. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2021. The patient underwent an exchange because of a thrombus on the inflow side. The patient had a pump exchange again on (B)(6) 2021 due to thrombus on the inflow side. The reason for the repeat the thrombus formation was unknown, but abnormal clotting was assumed. After the pump was exchanged, and shortly after the pump was stopped, the connected system controller showed a controller internal fault- replace controller. Log files showed that both fuses in the system controller were broken, which may have indicated an inappropriate stop of the running pump, e.g. By cutting through the driveline during the device replacement. The controller was exchanged. Related MFR # 2916596-2021-03502 for the first pump exchanged and MFR #2916596-2021-04010 for the second pump exchanged.